Manufacturer narrative:
No definitive root cause was determined. The OEM analyzed the log files submitted for investigation and indicated that the tif/photographic image of the affected gel card appeared brighter than expected. The excess brightness may result in weaker reactions. The field engineer relocated the analyzer away from the windows and readjusted the camera alignment and optics to return the analyzer to expected operation. The user detected the issue, preventing erroneous results from being reported. Provue malfunction could not be ruled out as a contributing factor to this incident. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported, the ortho provue analyzer interpreted positive reactions as negative during antibody screen testing. Visual inspection of cards processed by provue showed positive reactivity. The user detected the issue preventing erroneous results from being reported. Therefore, no erroneous test results were reported.